Event description:
As reported by customer in another country, during an attempted balloon inflation, the handle of the encore inflation device was rotated to increase pressure, however the gauge was not registering the pressure increase. There was no patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, it has not been tested, therefore a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.